Event description:
This pump infused epidural meds on a pt at a rate of 60cc/hr but emptied everything in 1 hr. The biomed does not know how much was programmed to infuse. Per the biomed, no pt injury or medical intervention was involved.